Event description:
It was reported that after the device delivered appropriate antitachycardia pacing (atp) to treat ventricular tachycardia (vt), the arrhythmia accelerated. The device then delivered appropriate high voltage defibrillation therapy, but was unable to convert the vt. No intervention was required to resolve the arrhythmia, and the patient was asymptomatic. The device was reprogrammed, and the patient was hospitalized to resolve the event. It's unknown if the event was due to a device malfunction. The patient was in stable condition.

Event description:
Additional information received indicated another episode of accelerated arrhythmia due appropriate antitachycardia pacing occurrred. The device successfully converted the arrhythmia. The device was reprogrammed, and the patient was in stable condition.